Event description:
It was reported that the patient was experiencing loss of stimulation despite reprogramming attempts still patient felt nothing. Imaging confirms that the paddle lead had migrated. The patient underwent a 70cm paddle lead replacement procedure and click anchors were added. Everything was normal postoperatively. The explanted paddle will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.